Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing bradycardia. The pulse generator exhibited intermittent capture. No additional information had been reported.